Event description:
Metal backed patella wore out and the poly disassociated from the metal back, replaced with all poly patella. Tibial tray had loosened, so insert and tray were removed and replaced with cruciform tray and a medium 13mm revision insert.